Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm and hypoglycemia. The customer¿s blood glucose was 40 mg/dl and the sensor glucose was 178 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 40 . Suspend on low limit in sensor settings was 80 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The difference between the blood glucose value and sensor glucose value was 138. The customer did not experience any symptoms related to low blood glucose level. The customer stated that they had experienced multiple blood glucose values such as 150 mg/dl, 178 mg/dl, 168 mg/dl. The insulin pump will not be returned for analysis.